Manufacturer narrative:
Eval: results: (did not follow the recommended deployment technique in the instructions for use). Conclusion: (did not follow the recommended deployment technique in the instructions for use). Secondary intervention. Misaligned deployment.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that another manufacturer's stent graft (34x34x150) was placed first, for optimal length eliminating multiple pieces. The talent device (40x36x112) was placed second as the physician wanted to place the flat end of our distal main adjacent to the top of the celiac for maximum coverage. During deployment the covered spring on the distal main device misaligned deployed. Since the stent graft was at the level of the celiac artery, the physician was unable to draw back the device to correct the misaligned deployed apex. The junction between the two stent grafts was ballooned at the level of the misaligned deployed apex with another manufacturer's balloon and a manufacturer's stent graft (37x37x150) was implanted half in the gore proximal and half in the talent distal covering the area of the misaligned deployed apex. There were no endoleaks ascertained at the final completion angiogram. No additional clinical sequelae were reported and the patient is fine.